Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker previously showed five years remaining on battery. During recent check, the device showed two and a half years remaining longevity. Analysis showed the battery drop was due to consistent high rate atrial sensing and device is depleting normally. As of this time, this device remains in service. No adverse patient effects were reported.